Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2023, the patient's mother reported that three infusion set's tubing got detached at the cannula. The site location was patient's leg and the pump was located on the waist. The infusion had been used for one day. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.